Manufacturer narrative:
Patient¿s information is not available for reporting. This report is for an unknown curvilinear distractor/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: unknown, as specific part and lot numbers for curvilinear distractor is not provided. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bastidas n., bartlett s., (2012), optimization of curvilinear mandible distraction using 3-dimensional computer-simulated modeling. The journal of craniofacial surgery volume 23, pages 1713-1716 (USA). This retrospective study discusses the experience using 3-dimensional computer-simulated modeling technique and propose methods to optimize outcomes and minimize discrepancies in the projected results. A total of three patients who underwent curvilinear mandibular distraction using an unknown synthes distractor were included in the study. Removal of the distractors were done typically after a 6 to 8 week consolidation period. Two patients were identified to have experienced postoperative complications. Patient a, a (B)(6) female had a vertical difference of 2.6 mm (shorter) from the proposed final position and an 8-mm sagittal difference (undercorrection). Decannulation of the tracheotomy was attempted, which was unsuccessful. The patient went on to require repeat unidirectional distraction in the sagittal plane to further increase the volume of the retropharyngeal airway to allow for decannulation. The patient also experienced unilateral cellulitis and was treated with oral antibiotics. Patient b, an (B)(6) male experienced wound dehiscence unilaterally during the distraction, which was managed with bedside washout and dressing changes while distraction proceeded. After approximately 3 months of consolidation, the distractors were removed, the final position had a vertical difference of 5.7 mm (shorter) and a sagittal difference of 14 mm (undercorrected). This report is for a (B)(6) male patient who developed a wound dehiscence requiring wash out and dressing changes. The patient also experienced undercorrection after distraction. This report is for an unknown synthes curvilinear distractor. This report is 2 of 2 for (B)(4).